Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) balloon burst.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) balloon burst. The blood was restricted to the catheter site. There was no patient harm.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) balloon burst. The blood was restricted to the catheter site. There was no patient harm. This report is for the iabp used in the event. The iab catheter is reported separately in mfg report # 248146-2024-00173.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: e3. A getinge field service engineer (fse) evaluated and verified that there was no malfunction of the device and blood was restricted to the catheter and there was no trace of blood inside the machine. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.